Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. However, no motor movement alarm during the rewind test due to corroded motor home switch. Unable to verify drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm and perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test and pump errors. Customer's blood glucose level was 163 mg/dl at the time incident. The customer was assisted with the troubleshooting. The device will be returned for the analysis.